Event description:
It was reported the implantable neurostimulator (ins) battery prematurely depleted. It was stated the patient saw an estimated replacement indicator (eri) icon. The battery voltage on the ins was reported at 2.7v. An impedance test conducted at 3.0v showed nothing "out of range" as the impedances were between 634 and 778 ohms. It was noted that cycling was programmed with 4 seconds on and 1 second off. A longevity calculation was performed at the following settings. Programs 1, 2, and 3, were all set at 4.0v, 450us 50hz, 3 electrodes active, with the patient using the device 16 hours per day. The estimated longevity calculation was 4.5 to 5 years. The ins battery was showing eri after 1.3 years. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received indicated that the patient was seen by a medtronic representative the week prior to the report. The patient was waiting on a referral to see her healthcare provider (hcp) for a battery change.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).